Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose level was 33 mg/dl. The customer blood glucose level was 31 mg/dl at the time of incident and the current blood glucose of the patient was 277 mg/dl. The customer was treated with insulin intravenous drip. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer reported they does not allege pump was over delivering. Customer was using auto mode. The insulin pump will not be returned for analysis.